Event description:
Medtronic received information that during use of a 89022 dlp curved tip arterial cannula, the customer attempted to insert the tip of the cannula into the aorta. The customer felt an unnatural resistance, so the cannula was removed and examined. It was noted that the tip of the cannula was deformed. The cannula was not used and a new arterial cannula was used without incident. There was no patient impact associated with this event. Additional information: the lot number of the cannula was not recorded. The tip of the cannula was partially obstructed. The cannula was not heated or cooled prior to use.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of damage to the tip of the device. Performance analysis, conclusion: reason for return was confirmed. Conclusion: after investigation at medtronic and viant, complaint is confirmed for damage to the cannula tip. Visual inspection verified there is damage to the tip are on the device and one side appears to be compressed and deformed. Additional inspection of the tip area under the microscope did observe a white residue in the damaged area that is similar to that of the adhesive on the tyvek side of the pouch. This complaint is the result of a manufacturing issue. The cannula tip was caught in the seal of the pouch during ffs packaging. Review of the device history record could not be performed, as no finished goods lot number was provided. Complaints received from january 2020 through february 2021 for similar model numbers were reviewed and showed no trends warranting escalation related to this occurrence. There were no adverse patient effects as a result of this incidence. Medtronic has made its supplier aware and will continue to monitor for future occurrences and trends. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.